Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected pump error 23 alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer states the alarm occurred immediately after a battery change. Pump error has occurred more than once after a battery change. The customer¿s blood glucose level was 130 mg/dl and now 275 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.